Manufacturer narrative:
Reported complaint of unspecified fitting issue was confirmed. Reported complaint of break was not confirmed. The device battery was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header was performed. Right ventricular setscrew inset was found to contain septum material. Further damage was noted on the setscrew consistent with having occurred during procedure. Electrical testing was performed, indicating normal device performance. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During initial implant procedure, the set screw of the device was unable to be tightened and it was alleged that the set screw was damaged. A new device was selected and was able to be implanted to resolve the event. The patient was in stable condition.